Event description:
Boston scientific received information that during an elective replacement procedure, difficulty was encountered when removing the leads from the header. Boston scientific technical services (ts) was consulted and troubleshooting found the issue was the setscrews on top of the device had not been loosened. The set screws were loosened and the leads were able to be successfully removed from the header. There were no adverse patient effects reported.

Manufacturer narrative:
To date, the product has not been received for analysis. This report will be updated if further information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. There were wrench tips stuck in the aring and rvring setscrews. Both wrenches were broken off at the top of the setscrew hexslot. This indicates that non-bsc wrenches were used. No difficulty with setscrew movement were encountered during analysis once the wrench tips were removed from the hexslots. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.